Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was capped. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).